Event description:
Initial surgery was performed on 9/10/95. A bayonet, permanent aneurysm clip was used to occlude the aneurysm. This is a duplicate form reported by the MFR, report form number 2916714-1995-16.